Manufacturer narrative:
We have received the complaint device for evaluation. The outer housing and power cord were visually inspected and were found to be acceptable. The handpiece was plugged into the control unit. The motor did not run smoothly when the run or the window lock button was pressed in the forward direction. Upon disassembly, water was observed inside the core tube. At this time, we could not conclusively determine the root cause of the failure that led to water ingress into the handpiece which adversely affected the motor functionality. Device was not used for the procedure. Procedure was completed using another handpiece that they had in stock.

Event description:
The resector failed to rotate during pre-use check.